Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative noted that their were cosmetic damages to the covers, non-functional related and that the door switch was adjusted as a precaution. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system door was closed but the pendant displayed that the door was open. The site restarted the imaging system twice without resolution. It was reported that the site attempted to manually open the gantry, which restored functionality.. It was reported that the door could then be opened and closed without issue. There was a reported delay to the procedure of half an hour due to this issue. There was no impact on patient outcome. No additional information was provided.